Event description:
Description of event according to complainant: during a tevar procedure in a pt with a tortuous anatomy, the complaint device trigger wire would not release. Surgical clamps were used to release the trigger wire. The graft shifted back during placement and a tbe cuff was placed to correct the position. Pt outcome: the graft was left inside the pt as intended. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is in progress.